Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Despite assistance loading a new cartridge, the alarm recurred, preventing resumption of insulin therapy. Tandem technical support decided to replace the pump and assisted the caller in setting up a new one.